Manufacturer narrative:
As of (B)(4) 2015, the consumer has not responded to contact attempts made to retrieve more info and request that the device be returned for evaluation.

Event description:
On (B)(6) 2015 the consumer claims the toothbrushes come off in seconds, which I think contributed to tooth cracking and subsequent root canal with a crown.